Event description:
Per medwatch reported received from hospital, the patient was on ventilator and husband heard alarm and noticed that ventilator was not working. Nurse came into room, saw that the left side of the ventilator monitor was dark and that ventilator was not breathing for the patient. Nurse immediately started manually bagging the patient and called a code blue. Patient's heart started again but continued to bag patient. Staff reported that an sv occlusion alarm was displayed. The director of respiratory care reported upon entry into the patient's room, the ventilator was alarming and was not cycling. Sometime during the code, the ventilator started cycling again. The patient had been spontaneously breathing before the event. The patient was placed on another ventilator post-code. The patient was later transferred out to (B)(6) facility. Upon evaluation of the device, the manufacturer's service technician reported the customer was using a disposable patient circuit with water traps along with humidifier. The service technician noted that water traps contained water. Ventilator settings were vcv, a/c, ramp, resp rate 20 bpm, vt 700 ml, peak flow 100 lpm, peep 0 cmh2o, pressure support 16 cmh2o, I-trigger auto, ecycle auto, ecycle setting 25%, rise 0.4 sec, fio2 100%, apnea rate 20 bpm, high insp pressure limit 60 cmh2o, low insp pressure limit 10 cmh2o, low mandatory vt 250 ml, low spont vt 200 ml, high resp rate 50 bpm. The service technician ran the ventilator at the customer settings with the customer circuit and noted that with a test lung in place on the circuit the unit would alarm high pressure but could not duplicate the occlusion svo alarm and the reported issue with the monitor could not be duplicated. During testing, the service technician reported the inspiratory and expiratory pressures were low out of specification and replaced the 3 station solenoid and check valves to address the finding. Performance verification testing was completed and tests passed.